Event description:
Reporter alleged taking insulin based on an elevated blood glucose monitoring device result and was admitted to the hospital based on having low glucose result afterward. Reporter stated having an elevated result which measured 328 mg/dl at 9pm. Reporter stated doctor recommended taking 70 units of insulin based on the reading at about 9:30pm however at about 4:30am, customer indicated falling out of bed and a relative finding her where emergency medical technician (emts) were called. Reporter stated relative tested glucose to be 366 mg/dl at the time but when emt's arrived about 30 minutes later their device tested 51 mg/dl. Reporter indicated being treated with glucose and transported her to the hospital where she was admitted. Reporter stated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.